Event description:
In 2008, the patient reported that insulin leaked into the cartridge compartment of her infusion device. She stated that she noticed insulin in the cartridge compartment previously but continued to use the infusion device. She then switched to her backup infusion device on two days earlier because her "tests were not coming out the way they should with the amount of insulin I was taking." She stated "perhaps the insulin was leaking out of the cartridge and not travelling through the tubing." The patient was unable to provide details of elevated blood glucose. She stated that she has memory loss. She also reported that she has frequent "ups and downs" in regards to her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.